Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: on what date was the band explanted? Do you have the linx product code (model number), lot number and serial number (if applicable)? What was the reason for removal of the linx device (no issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.)? If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Did the dysphagia improve after the device was implanted initially? Did the patient have an autoimmune disease? Explanted due to recurrent gerd symptoms, patient had been implanted by previous surgeon who has now left (B)(6) some time in 2016. Is the patient currently taking steroids / immunization drugs? When was the linx device implanted? Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? No. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No. After implant, was the device initially effective in controlling reflux? No information on this. When did the recurrent reflux begin? No specific information on this. On what date was the linx explanted? (B)(6) 2019. What is the product code for the linx device that was removed? No information. What is the lot number for the linx device that was removed? No information.

Event description:
It was reported that the linx device was explanted. No additional details were provided.